Event description:
It was reported that during the procedure, after advancing an 014 hi-torque balance middleweight (bmw) elite guide wire to a heavily calcified, concentric, 75% stenosed lesion in the mildly tortuous proximal to mid right coronary artery, a non-abbott micro catheter was advanced over the bmw elite guide wire, however, the micro catheter became stuck; it could not be advanced or retracted over the bmw elite guide wire. Both the bmw elite and micro catheter were removed from the anatomy as a single unit. The same non-abbott micro catheter was used with a new non-abbott guide wire without issue and the procedure was ultimately completed using a non-abbott atherectomy device followed by placement of a non-abbott stent. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices used: guide catheter: heartrail, other: mogul micro catheter. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The resistance with the micro catheter could not be replicated in a testing environment due to the condition of the returned device. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.